Event description:
It was reported that this right atrial (ra) lead was exhibiting pacing impedance high out of range. Technical services (ts) was consulted and noted minute ventilation (mv) chop and oversensing. Ts suspects a lead issue and recommends further evaluation. The lead remains in service. No adverse patient effects were reported.